Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump has a cracked display screen. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. No cracks on the lcd window noted. The device was received without the belt clip and no physical damage to belt clip slot noted.